Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because a communication failure occurred due to the faulty ccd unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, the device worked at first then went straight to black static state. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was confirmed. Inspection found static on image due to faulty ccd unit. Shorted cable causing intermittent white and black lines on screen. Video connector is cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.